Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had fallen on an unknown date and was in the hospital. The pump was turned to minimum rate and the personal therapy manager (ptm) was disabled. It was noted that there were no issues when the pump was interrogated. The patient was considered "alive - no injury". No surgical intervention had occurred and it was unknown if it was planned. When asked what the issue was, it was noted that the issue was unknown. Additional information has been requested regarding the date of the event; symptoms related to the fall; diagnostics related to the fall; and the patient's outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.